Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned copilot noted blood on the cap and contrast on the sidearm and rotator, consistent with the reported attempt to use. The copilot was returned in a closed position. There was no damage noted to the copilot. A new catheter and guide wire were inserted in the returned copilot. The cap was rotated in a closed position and a plug was attached to the rotator end. A new indeflator filled with water was attached to the side luer and the copilot was pressurized to 440 psi. The indeflator held pressure and there were no leaks noted to the copilot as reported. There are several possibilities which could contribute to leaks with a copilot, including, but not limited to, manufacturing related anomalies, materials, pinched/damaged or off-set seals, use technique, and associated devices being used. In this case, the reported leak could not be confirmed during functional testing. Although a conclusive cause for the reported leak could not be determined, it may be possible that the clamp seal was not fully closed during use. The bleedback control valve device contains two seals. One seal (bbcv) is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. To ensure this is not manufacturing related, all copilot bleed back control valves are subject to a 100% visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot. A review of the finished device lot history records did not reveal any nonconforming material records (ncmr) associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported with this part and lot number combination. Overall, a conclusive cause for the reported leak could not be determined as there were no leaks noted during functional testing and there is no indication of a product quality deficiency.

Event description:
It was reported that there was blood leaking from the copilot during the procedure. Tightening of the valve did not stop the leak and so a new copilot was used to continue with the procedure. No adverse patient effects were reported. No additional information was provided.